Manufacturer narrative:
The manufacturer previously reported information alleging sales rep received a call from the director of a multifunctional day-care facility. When the facility contacted the patient's family regarding the day's attendance, they were informed that the patient had passed away. The patient has been transported by ambulance to the hospital, where the cause of death is being determined. Additionally, the director mentioned that during a conversation with the patient's family, there was a statement that the ventilator had stopped delivering airflow. The director asked the sales rep about alarms that would occur if the device stopped working. The patient's primary disease was hydrocephalus, and they used the device for 9 months. Per additional information received, according to the patient¿s grandmother, the device did not alarm. When the patient's mother checked on the patient at 6:00 am on (B)(6) 2025 (jst), the patient was found dead. The patient's mother transported the patient to the hospital by private car, and according to the attending physician, the cause of death was pneumonia. It was also noted that a correction was made to the event report stating that the pulse oximeter (n-bsj) was not in use at the time of the event. The ventilator was returned to the manufacturer for evaluation, operational checking was performed with a test lung being used, and no abnormality was found in the device behavior or functionality. The error log was reviewed and there was no record found indicating a device failure. The device passed diagnostic test. Based on the results above, it is considered that there is no abnormality in the device. Based on log analysis and device evaluation, the device performed as intended. If additional information is obtained about this event, this decision will be re-evaluated and a supplemental report will be filed if necessary.

Event description:
The manufacturer received information alleging sales rep received a call from the director of a multifunctional day-care facility. When the facility contacted the patient's family regarding the day's attendance, they were informed that the patient had passed away. The patient has been transported by ambulance to the hospital, where the cause of death is being determined. Additionally, the director mentioned that during a conversation with the patient's family, there was a statement that the ventilator had stopped delivering airflow. The director asked the sales rep about alarms that would occur if the device stopped working. The patient's primary disease was hydrocephalus, and they used the device for 9 months. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.